Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb), ferritin, ck-mb results on their e601 analyzer. The customer stated they noticed the microparticle mixer was making a "funny" noise. Quality control on the analyzer was good that morning, but after the incident was not good. The first patient's initial hcgb result was 1077 miu/ml and there was a delta check. The sample was repeated on another e601 analyzer and the result was 4777 miu/ml. The sample was repeated on the initial e601 analyzer and the result was 1749 miu/ml. The sample was then repeated on the other e601 analyzer and the result was 5790 miu/ml. None of the results were reported outside the laboratory. The customer then stated they had two ferritin and two hcgb discrepant results that were reported outside the laboratory and had to have corrected reports sent. The customer provided data for two ferritin and one hcgb discrepant results. The second patient's initial ferritin result was 17.6 ng/ml. The repeat result was 108.1 ng/ml. The third patient's initial ferritin result was 21.2 ng/ml. The repeat result was 129.6 ng/ml. The fourth patient's initial hcgb result was 1978 miu/ml. The repeat result was 35017 miu/ml. Information on whether there were any adverse events was requested but not provided. The hcgb reagent lot number was 17160105 and the expiration date was 06/30/2014. The ferritin reagent lot number was 17335206 and the expiration date was 11/30/2014. The field service representative found a faulty bead mixer motor. He replaced the motor. The customer ran quality control. No errors were generated. Operational and mechanical checks passed. The system did not perform to specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.